Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer connected the pump to a power source, the pump felt "hot". There were no temperature alarms observed after review of the pump logs by tandem technical support. There was no impact to the customer's blood glucose level.